Event description:
It was reported that the mobile power unit (mpu) was showing a yellow wrench and beeping. The patient was asked not to use the mpu. There were no environmental circumstances which would have impacted the mpu's function. The patient was advised not to use the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number (B)(6)) showing a yellow wrench and alarming was confirmed via customer submitted video. The video showed the mpu alarming with the yellow wrench symbol visible. The root cause for the reported alarm was unknown. The mpu was not returned for analysis, and no log files were submitted for review. Additional provided information indicated that there were no environmental circumstances that would have affected the ac power at the time of the event and also stated that the mpu was not exchanged or removed from service; however, the patient was advised not to use it. It was noted that the mpu has a v-lock connector on the ac power cord. To date, the product has not been returned for evaluation, and if it does, this investigation will be reopened. The root cause for the reported event was unable to be determined via this investigation. The relevant sections of the device history records for mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU)rev. B and the heartmate 3 patient handbook rev. B are currently available. Heartmate 3 IFU rev. B section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook rev. B section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 IFU rev. B section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook rev. B section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. Patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu had a v-lock connector.